Manufacturer narrative:
Correction: the explant date should have been " jul 7, 2021" instead of " jun 21, 2021".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the atrial lead. Dislodgement was confirmed. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.